Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. It was further observed that the ms pump tubing had been cut down to the pump block; however, the tubing segment was not returned for analysis. The pump passed the leakage test. A microscopic examination identified contamination consistent with bodily fluid within the pump. Therefore, the pump was not functionally tested. The reported allegations of a mechanical issue and a collapsed/dimpled/flat pump could not be confirmed. Based on the available information and test results, a definitive probable cause for the reported event could not be established. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, the pump was observed to be dimpled when pressed. The pump was removed, and the cause of the dimple was not specified by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cx is (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, the pump was observed to be dimpled when pressed. The pump was removed, and the cause of the dimple was not specified by the hospital. There were no patient complications reported.